Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on: (B)(6) 2021. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted. The lead subsequently tested out-of-specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.